Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02838, 0001825034 - 2019 - 02839, 0001825034 - 2019 - 02841, 0001825034 - 2019 - 02843.

Event description:
It was reported by the patient's legal counsel that, the patient underwent an initial right shoulder arthroplasty and was subsequently revised due to pain, loosening and limited rom. Finally the patient alleges that they continue to suffer damages, including but not limited to: disfigurement, pain, suffering, mental anguish, lost earning capacity and medical expenses. No additional information is available.